Manufacturer narrative:
Other, other text: b5 - updated with additional information. H6 - patient code updated to reflect code 2645. H10 ? Device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. As the device was warming up it went into over temperature and halted the warming process. This product problem occurred due a pcb that was damaged from fluid ingression. The ingression came from a crack in the return tube. This ultimately resulted from a design issues. This was established as the root cause. The cracked return tube and damaged pcb were both replaced.

Event description:
Additional information was received indicating there was no patient involvement with respect to the reported product problem.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was the that the level 1 trauma fast flow system (h-1200) kept producing an over temperature alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Corrected data: correction information h6.